Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited intermittent undersensing during atrial arrhythmia detection on the stored electrograms (egm) but did not appear to alter the device function. The lead remains in use. No patient complications have been reported as a result of this event.